Manufacturer narrative:
Device not returned. No eval will be. No conclusion can be drawn.

Event description:
An optometrist reported a (B)(6) pt who presented (B)(6) 2011 with a "hot, red eye." The pt complained that left eye was sore at dinner the night before. The pt rinsed the lens and reinserted it then went to bed wearing the lens. One day acuvue trueye is not approved for overnight wear. The next morning the pt, who was visiting from out of state, sought medical attention. The pt told the doctor that the prescribing doctor at home told pt that he/she could sleep in th lens for a week at a time. The pt presented with a 4-5mm central ulcer and multiple superior limbal satellite ulcers os. Bcva 20/400. Lesion was not cultured. Pt was prescribed zymaxid eye drops q1h around the clock. Pt returned daily for f/u. Pt had to return home so was last seen (B)(6) 2011. Outcome: residual central scar, 1.5-2mm in size and a bcva of 20/80. Pt also has several dense opacities in superior limbal periphery. He/she was cautioned not to return to lens wear but expressed an intention to resume lens wear after seeing prescribing doctor. If add'l info is rec'd, will report within 30 days of receipt. (B)(4).